Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected to swim, experienced low glucose near 52 mg/dl, treated with oral carbohydrates, then experienced hyperglycemia with a cgm value around 254 mg/dl, and later reported that the cgm was reading high after the infusion site came off during swimming; the user replaced supplies and confirmed insulin was visible at the cannula tip before insertion, then announced a larger-than-usual meal and asked about expected time to trend down. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included device use assessment, infusion site evaluation, and user education on expected insulin action time. Investigation of this case revealed that dislodgement of the infusion site during swimming likely interrupted insulin delivery, and subsequent higher meal announcement preceded sufficient insulin action time, consistent with expected postprandial excursion while insulin onset occurred; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.